Event description:
Pt with very angulated aortic neck had implant of a bifurcated device and a 34 mm infrarenal cuff on (B)(6) 2008; may have had slight leak at close of procedure that may thrombose. Follow up CT revealed a proximal type I endoleak. On (B)(6) 2009, the pt was treated with an add'l 34mm infrarenal cuff with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt's angulated neck and possible endoleak at close of original procedure may have contributed to event.